Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no obvious anomalies were visualized.

Event description:
Reporter indicated a vns patient was having increased seizures. The vns generator was performing as intended per the reporter. X-rays were received and reviewed by the manufacturer. No obvious anomalies were identified. All attempts for further information from the reporter have been unsuccessful to date.